Event description:
It was reported that the customer had a new pump and sensor. Customer stated that they were not linking with their meters. Customer reported receiving 2 failed self test alarms earlier. Customer's blood glucose level was 300 mg/dl. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.